Event description:
The patient experienced a short episode of unresponsiveness during his dialysis treatment. Oxygen was administered and the patient was transferred to the emergency department. On arrival to the emergency department the patient was awake, alert and responsive. The patient's assessment and laboratory results "were normal". The patient was hospitalized overnight for observation and discharged home the next day. The phoenix machine was inspected and determined to be operating in accordance with the manufacturers's specification. The dialyzer was inspected by the manufacturer and no anomalies were found. The cartridge blood tubing was inspected by the manufacturer and no anomalies were found.

Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the bicart model and lot number could not be provided by the facility. The bicart is discarded and will not be returned to gambro for investigation.